Event description:
The disposable loading unit was used with a disposable stapler during a laparocopically assisted sigmoid resection. The instrument would not open to apply to tissue. The surgeon used another cartridge to complete the procedure. No pt injury reported.

Manufacturer narrative:
8/4/97-supplemental report #1 submitted to FDA.